Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial pace/sense right ventricular (rv) lead exhibited non-physiologic signals appearing to be vertical lines on recorded episodes. Interrogation showed that the pace/sense rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic), and an alert for lead noise was also triggered for oversensing of noiseepisodes. The patient received a shock around the time of the alerts, and the patient had been exercising when they received the shock. It was suspected that the shock was inappropriate due to the observed oversensing. It was additionally reported that less than the programmed high voltage energy was delivered by the implantable cardioverter defibrillator (ICD) and defibrillation rv lead for the shock indicating that short circuit protection was triggered during high voltage therapy, however the arrhythmia was terminated after therapy. Hospitalization was required, and the ICD and both rv leads remain in use. No further patient complications have been reported as a result of this event.